Event description:
Procedure (ivf retrieval) started, surgeon tested aspirator using the foot pedal, foot pedal was not able to maintain suction. The surgical team attempted to rectify the problem couple of times but the suction would not hold pressure, with no avail we needed to contact clinical engineering.